Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. The subject event is described in instructions, operation manual chapter 8 troubleshooting, and misuse can be prevented. Problem: bacteria were detected as a result of a culture test of rinse water in the reprocessor. Cause: lifespan of the filters or deterioration of disinfectant solution. Unfulfillment of disinfection of the water supply channel actions: inspect the device in accordance with chapter 3 ¿inspection before use¿. Then, collect rinse water in accordance with section 7.5 ¿microbiological surveillance¿ and conduct a culture test again. If bacteria are detected, please contact olympus. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the endoscope reprocessor tested positive for an unexpected contamination. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
Full e1 establishment name: (B)(6) international hospital affiliated clinic (B)(6). Attempts to retrieve additional information from the customer are in progress. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The customer did not have any concerns about the reprocessing process. The steps taken during precleaning and manual cleaning was not provided by the customer. Endozyme detergent was used for manual cleaning. An olympus oer-5 automatic endoscope reprocessor (aer) was used with endoquick as the detergent and acecide as the disinfectant. The water quality was controlled and the water filter was replaced in accordance to the instruction for use (IFU). This event is under investigation. A supplemental report will be submitted upon receiving additional information.